Event description:
It was reported that an asymptomatic patient presented in clinic for a normal device check. Upon interrogation, the left ventricular lead exhibited no capture. Programming changes were attempted unsuccessfully. Fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.